Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user is a long-time non-user who received an upgrade that they were attempting to activate. It is unclear how long it has been since he has not heard with his implant. At his last visit, the user had said 6 months. At this visit, he said 2-3 years. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It is unclear how long it has been since the user has not heard with the implant. Re-implantation is being considered.